Event description:
It was reported through a retrospective clinical data collection that a patient had complications after a plate and screw system was implanted. The patient had skin healing complications at the site, then a fracture of the plate, leading to a non-union. The surgeon stated that it was poor judgement to operate on such an obese patient with rheumatoid arthritis. Post-operatively, the patient was in pain, which caused her to get on her ra medicines pre-maturely which led to an infection. The surgeon stated the hardware fracture was due to the patient's obesity.